Event description:
It was reported prior to using bd bbl trypticase soy agar with 5% sheep blood (tsa ii) that one (1) case had incorrect product label information. The case was for sheep blood agar of a different batch and expiration date but the sleeves inside were for chromagar orientation plates. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record review for batch 4156973 was satisfactory and no quality notifications were generated during manufacturing and inspection. The release testing that is performed on this product does include physical attribute testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. They are tested for physical attributes prior to release to ensure that they conform to product specifications. All physical attribute testing performed on this batch was satisfactory per bd internal procedures. The complaint history was reviewed, and no other complaints have been taken on batch 4156973. Retention samples from batch 4156973 were not available for investigation. There were no photos or return samples received for investigation of this complaint. This complaint cannot be confirmed. No complaint trend has been identified for defects for this product; no actions are indicated at this time. Bd will continue to trend complaints.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd bbl trypticase soy agar with 5% sheep blood (tsa ii) that one (1) case had incorrect product label information. The case was for sheep blood agar of a different batch and expiration date but the sleeves inside were for chromagar orientation plates. There was no health impact or consequence reported.